Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "the oncology department experienced the following issue: touch screen on IV pump is failing to sense finger pressure, glitching between screens, and delays in between clicks 05/27/2026: per customer "no patient harm, unit was removed from service. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.